Event description:
A report was received that the patient was to undergo a lead revision for an unknown reason, however, the revision was postponed due to a possible infection.

Event description:
A report was received that the patient was to undergo a lead revision for an unknown reason, however, the revision was postponed due to a possible infection.

Manufacturer narrative:
Additional information was received that the patient did not have an infection and that the reason for the lead revision was inadequate stimulation.